Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 430 mg/dl. Customer treated their high blood glucose via manual injections. Customer advised they had two infusion sets which failed and they declined to troubleshoot the insulin pump.